Event description:
After an implantation period of approx. 40 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the right ventricular as well as in the far field channel, leading to multiple charging cycles that partially resulted in shock delivery. Besides that, the data showed no anomalies. Based on the available information the root cause of the noise could not be conclusively determined. However, the integrity of the lead cannot be assured. There was no indication of an ICD malfunction.